Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) of 'vanc' during therapy (dose, programmed amount and delivery rate unknown) in area 6d. It was reported that there was still 40 milliliters of medication in the secondary bag and secondary tubing after infusion was complete. There was no known patient injury or medical intervention associated with this event. No additional information is available.